Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that as per report, had a few temperature sensing foley catheter fall out of patients. In one instance they were not getting accurate temp readings due to the tip of the catheter at the end of urethra. That occurred over a 2 to 3 day period.

Event description:
It was reported that as per report, had a few temperature sensing foley catheter fall out of patients. In one instance they were not getting accurate temp readings due to the tip of the catheter at the end of urethra. That occurred over a 2 to 3 day period.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: special instructions: the position of the wire of the temperature sensing foley catheter has an important effect on the amount of heating that may develop during an MRI examination. Accordingly, the temperature sensing foley catheter must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) without contacting the patient in order to ensure patient safety. This product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to instructions for use! It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Additional safety instructions include the following: 1. Remove all electrically conductive material from the bore of the mr system that is not required for the MRI examination (i.e., unused surface coils, cables, etc.). 2. Keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing insulating material such as foam rubber padding between the conductive material and the patient. 3. Position the temperature sensing foley catheter in a straight configuration down the center of the patient table to prevent cross points and conductive coils or loops. 4. The wire and connector of the temperature sensing foley catheter should not be in direct contact with the patient during the MRI examination. Position the temperature sensing foley catheter appropriately and add insulating material such as foam rubber padding, accordingly. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.